Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for what appeared to be an atrial arrhythmia with rapid ventricular response. The patient had stopped their rate control medications. Rhythm acceleration was also observed. It was noted that the therapy was exhausted. No adverse patient effects were reported. The device remains in service.